Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that nothing happened when the system was turned on. The field engineer noted that a precharge voltage error was displayed. This error will likely prevent the system from booting. There was no patient injury or death reported.